Manufacturer narrative:
This complaint is confirmed as the tip of the device was broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.475, lot: l361938, manufacturing site: (B)(4), release to warehouse date: 12. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part #: 3.010.475, synthes lot #: l361938, release to warehouse date: 12 may 2017, manufactured by: werk (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure tibial nailing. The suprapatellar insertion handle and impactor was damaged during nail insertion and impactor handle snapped off. Another unknown impactor was used to finish seating the nail. The procedure was completed successfully without surgical delay. There was no patient consequence. This report is for one (1) driving cap. This is report 2 of 2 for (B)(4).